Manufacturer narrative:
This report is submitted on april 27, 2021.

Manufacturer narrative:
This report is submitted on january 15, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to the patient experiencing dizziness with device use. The patient has been reimplanted with a new device.